Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H6, code b15: evaluation of the provided imaging data is ongoing. Code b19: the endoprosthesis remains implanted, the catheter (deployer system) is available and will be returned to gore. No preliminary results are currently available. Ongoing investigation. D10: other devices / accessories involved in this event, concomitant as listed and known as of now: - lunderquist® extra-stiff wire, the guidewire for ctag device guidance. - valiant¿ thoracic stent graft with captivia¿ delivery system (medtronic) - new stent graft, a cook medical device (unknown stent brand name), unknown which guidewire they used later. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient was admitted to the intensive care unit due to chest pain, and a type ia endoleak at the valiant¿ thoracic stent graft with captivia¿ delivery system (medtronic) was identified. The patient came in with a history of aortoiliac occlusion disease, and was treated with other devices during last 20 years. The last procedure was at an unknown date with a captivia (non-gore device) and implanted in descending thoracic aorta. Reportedly, he admitted to ICU with chest pain and underwent urgently the surgery on (B)(6) 2026 to treat an endoleak ia at the valiant¿ thoracic stent graft. The physicians planned to implant a gore® tag® conformable thoracic stent graft with active control system (ctag, sn: (B)(6)) after the left subclavian artery (lsa) and extending the valiant. Reportedly, proximal part of the ctag was difficult to opened in first deployment step. Also, sheath's access complications were reported. A gore® dryseal flex introducer sheath (dsf) with 18 fr size and then 22 french dsf tried. The dsf 18fr was firstly used to get the access vessel more widen, to use then the required 22fr dsf for the ctag size. But then, the larger dsf was unable to advance fully by its length of the sheath in the vessel. It appeared access-related issue trough the external iliac artery and aborted to advance the dsf. As this was unsuccessful, they decided to insert the ctag device catheter without the introducer sheath. Reportedly, the advancement with this 22fr sheath was stopped, preventing to damage vessels, a fibrosis could be the reason for that issue, the physician continued without using a sheath. It was not felt friction during the advancement of the ctag device catheter to the target location. After physician achieved the target vessel in zone 3, it was started the device in step one and was not opened at the proximal part of the endoprosthesis, it has begun the initial deployment, but 50 % from proximal to distal was achieved only. The proximal part remained constrained at ~1.5 cm diameter. The physician continued then to deploy to full length of the stent graft (unknown device diameter, it might had deployed the 100 % diameter in last step). It remained constrained by approximately 1.5 cm finally. Furthermore, it was not possible to retrieve either the delivery catheter in next steps, the partially opened proximal constrained part hindered the olive to pass the proximal gate. The endoprosthesis was manipulated then with parallel guidewires, as well as ballooning of the proximal segment was attempted. Perhaps, more attempts with balloons (gore trilobe, reliant, vac 30 mm inflated and a vac 18mm with uniform shape were needed to get the ctag further opened, but in another position, it was deployed. Reportedly, the device was pulled further distally and could be deployed at or inside the valiant stent. The olive of the catheter was still intact and retrieved then with the ctag catheter. At this stage there was a lower blood tension decided to maintain the stability of the patient and physicians told that anesthesia must keep the patient at a low tension of 90 mmhg. A new device, cook medical (unknown stent brand name), was implanted in the target vessel after the lsa. Further, it was reported that once retrieved the residual ctag catheter parts with the lunderquist® extra-stiff wire, a thin white material was observed on its surface over the guidewire approximately a 10 cm length which currently remains unknown from which part of the stent graft(s), or catheter this material residue could be. All previously implanted devices were reviewed in the final angiography and found to be intact. The procedure was finished, patient woke up but with a bad prognosis on that day, hence he remained in the ICU for further monitoring. On (B)(6) 2026 it was reported that the patient died on (B)(6) 2026 in the ICU, suffered a brain damage. Further, the cause of the brain damage was an ischemic event in the head at unknown location.

Event description:
On (B)(6) 2026, the patient was admitted to the intensive care unit due to chest pain, and a type ia endoleak at the valiant¿ thoracic stent graft with captivia¿ delivery system (medtronic) was identified. The patient came in with a history of aortoiliac occlusion disease, also was treated with other devices (min. 4 surgeries). The physicians started the procedure with a gore® tag® conformable thoracic stent graft with active control system (ctag, sn: (B)(6)) and planned to position the stent graft right after the left subclavian artery (lsa) and extending the valiant¿ thoracic stent graft. Reportedly, the proximal part of the ctag was difficult to be opened in first deployment step. Also sheath's access complications were reported. A gore® dryseal flex introducer sheath (dsf) with 18 fr size and then 22 french dsf was tried. The dsf 18fr was firstly used to get the access vessel more widen, and then used the required 22fr dsf for the ctag size. But then, the larger dsf was unable to advance fully by its length of the sheath in the vessel. It appeared access-related issue through the external iliac artery and aborted to advance the dsf. As this was unsuccessful, they decided to insert the ctag device catheter without the introducer sheath. Reportedly, the advancement with this 22fr sheath was stopped, preventing to damage vessels, a fibrosis could be the reason for that issue, the physician continued without using a sheath. It was not felt friction during the advancement of the ctag device catheter to the target location. After physician achieved the target vessel in zone 3, it was started the device in step one, but was not opened at the proximal part of the endoprosthesis. It has begun the initial deployment with 50 % from proximal to distal and could achieve at least ~1.5 cm diameter and remained constrained until the physician deployed to full length of the stent graft (unknown device diameter when the last deployment step was done). Furthermore, it was not possible to retrieve either the delivery catheter in next steps and the partially opened proximal constrained part hindered the olive to pass the gate. The endoprosthesis was manipulated then with parallel guidewires, as well as ballooning of the proximal segment was attempted. Perhaps, more attempts with balloons (gore trilobe, reliant, vac 30 mm inflated and a vac 18mm with uniform shape were needed to get the ctag further opened, but in another position it was deployed. Reportedly, the device was pulled further distally and could be deployed at or inside the valiant stent. The olive of the catheter was still intact and retrieved then with the ctag catheter. At this stage there was a lower blood pressure decided to maintain the stability of the patient and physicians told that anesthesia must keep the patient at a lower pressure ~90 mmhg. A new device, cook medical (brand name is unknown), was implanted in the target vessel after the lsa. Furthermore, it was reported that once retrieved the residual ctag catheter parts with the lunderquist® extra-stiff wire, a thin white material was observed on its surface over the guidewire with approximately 10 cm length which currently remains unknown from which part of the stent graft(s), or catheter this material residue could be. All previously implanted devices were reviewed in the final angiography and found to be intact. The procedure was finished, patient woke up but with a bad prognosis on that day, hence he remained in the ICU for further monitoring.on (B)(6) 2026 it was reported that the patient died on (B)(6) 2026 in the ICU, suffered a brain damage.it was additionally reported the brain damage was due to a cerebral oedema at unknown location.

Manufacturer narrative:
G3/g4: updated.b3: date of event updated.b5: updated.d8/d9: updated for the returned device.h1: updated. H2/h3: updated. The device catheter with deployment handle was received for evaluation. H6, - type of investigation: b11, b30, b31 and b14 added. Code b15 is used for the communications with the field. B15 replaces b13. The code b20 is removed. - medical device problem code: a150101 added. Code a0106 and a030205 and a150203 removed. - heath effect - impact code: f02 added. - health effect - clinical code: e2403 replaces the e0519. - investigation findings: c19 added. Code c21 is no longer applicable.gore also considers selecting code 'c1901' to indicate the following: the device evaluation did not show any evidence that supported the report of failure to fully expand at deployment site. However, gore was unable to investigate the whole device as it was returned in an incomplete state. The graft remains in the patient and can therefore not be investigated. - investigation conclusions: d15, d1101, and d12 added. Code d16 is no longer applicable.investigation summary and conclusions: a review of the manufacturing records indicated the lots met all pre-release specifications.the device remains implanted, therefore no product evaluation could be performed. The catheter was returned for the evaluation. The device evaluation performed by engineering showed the following:¿ the stent graft, second deployment line (sdl) deployment handle and fiber were not returned. The delivery catheter, white handle body, primary deployment line (pdl) and steering fiber deployment handles and fibers were returned. Additionally, the guide wire was returned, however it was not within the scope of the engineering evaluation. No damage or anomalies were observed on any of the returned parts.¿ images were returned for evaluation. The imaging evaluation showed that the proximal portion of the device was partially expanded prior to ballooning.¿ based on the imaging evaluation, the report of failure to fully expand at deployment site could be confirmed. The device evaluation did not show any evidence that supported the report of failure to fully expand at deployment site. No root cause for the report of failure to fully expand at deployment site could be identified.based on the findings from the evaluation, the failure modes of difficulty/inability to deploy the gore® tag® conformable thoracic stent graft with active control system (ctag) were not confirmed. The root cause cannot be established with the available information. No manufacturing deficiencies were identified during the device evaluation.imaging review:the imaging evaluation performed by a clinical imaging specialist showed the following:¿ two radiographic jpeg images and three movies provided for evaluation.¿ no name, date, or demographics on the images.¿ cannot manipulate the images in any way.¿ cannot provide diameter or length measurements with jpeg images.¿ the proximal edge of the ctag device was constricted.¿ there were multiple attempts made with balloons to expand the constricted proximal edge. ¿ cannot confirm cause of low blood pressure nor brain damage. ¿ cannot confirm the origin of the thin white material found on the guidewire. Jpeg 1 shows the constricted proximal edge of the ctag device with a balloon attempting to expand. Confirming statements above. Jpeg 2 shows the constricted proximal edge of the ctag device with a balloon attempting to expand. Confirming statements above.intra-operative angiogramvideo shows:movie 1 shows the expansion of a balloon proximal of a previously deployed device with a second device with the proximal edge still constricted, confirming the statement above. Movie 2 shows an expanded balloon on the distal edge of the constricted device. Confirming the statement above movie 3 shows a balloon within the constricted proximal edge of the device. Confirming statement above.a potential relationship between the catheter advancement issue and the subsequent deployment issue for the first deployment step cannot be definitively ruled out. It was reported that the user advanced the gore® tag® conformable thoracic stent graft with active control system device without introducer sheath and this may have a causal relationship to the subsequent device deployment complication, but this relationship can be neither confirmed nor dismissed with the available information. Further, it was reported that an introducer sheath was not used to advance the ctag device to the target location, it remains possible that a previously implanted device could have interfered with introduction and deployment of ctag device, resulting in the proximal deployment failure. Based on the available information and engineering evaluation performed to date, the possibility of a causal relationship between the device and the patient¿s death cannot be definitively ruled out. IFU statement:the user instructions in 'catheter preparation and arterial access' stating to use an appropriate introducer sheath:"advance the appropriate introducer sheath through the vasculature, according to standard practice."according to the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: death.therefore, the cause of the reported failure modes in the subsequent deployment steps is unable to establish and we are unable to assign a root cause with the available information.